Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-94 (configuration option settings checksum is not 0) alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged battery. To correct this condition the battery was replaced and the device was returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f 94 alarm (configuration option settings checksum is not 0). No additional information is available